Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had blank display and also had pump error alarm. Customer stated display was blank currently. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. The customer was assisted with troubleshooting and display did not returned back. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.

Event description:
The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer = missing. Case type = ngp. Customer returned device for an alleged critical device error 35 alarm/blank display found on may 31, 2022. No blank display noted after battery insertion. Device was received with a critical device error (open book image) alarm. Unable to perform the rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement test, active current measurement test and self test due to critical device error (open book image) alarm. Device was cut open to perform visual inspection and found moisture damage on the pcba 1 / force sensor. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm confirmed and was triggered by a device error 35 fatal alarm confirmed in the history files on may 31, 2022 at 14:05:00 due to moisture damage on the force sensor. Force sensor zero offset within specification (23.3 mv). Test p-cap and reservoir does not lock properly into reservoir compartment during testing due to missing retainer. The following were noted during visual inspection: broken reservoir tube lip, missing reservoir tube o-ring, missing retainer, missing serial number label, cracked battery tube threads, cracked case along the side of the battery tube, cracked select button keypad overlay, scratched case and minor scratched lcd window. Critical device error (open book image) alarm confirmed triggered by device error 35 alarm. Device error 35 alarm confirmed due to moisture damage on the force sensor. Blank display was not confirmed. Cosmetic damage found on the device case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.